Manufacturer narrative:
Omit : if other specify, e2401 - insufficient information, f24 - insufficient information, b17 - device not returned, c20 - no findings available, d15 - cause not established. Correction : adverse type, describe event or problem, date received by manufacturer, type of reportable events. Additional information : event attributed to, device available for eval?, returned to manufacturer on, device return to manuf .?, reason code for no evaluation, imdrf annex e, f, b, c, d codes. Investigation summary: the reported issue of the amiodarone infusion alarming for occlusion after sixty minutes was not observed in a review of the logs or replicated during testing. The reported issue of the administration set with a large balloon of fluid near the air in line sensor was not determined, as no administration set was returned for investigation. The reported issue of the medication (amiodarone) not infusing properly (occlusion) for 20-40 minutes was not observed in a review of the logs or replicated during testing. ¿ the customer reported the incident drug as amiodarone, but upon reviewing the device logs, it was observed that there was no record of an amiodarone infusion being programmed on the reported date of september 13, 2023, or the day before. O a thorough review was conducted on all available profiles, and it was observed that amiodarone had not been programmed recently. The device logs were analyzed, and they contained information dating back as far as june 16, 2023. O the last observed infusion on the suspect pump module occurred on 12 september 2023 at 10:46 am, the programmed drug was observed as heparin (drug ID 247), with a rate of 9.38ml/h, and a vtbi of 100ml. ¿ at 12:04 pm, the pump module was paused and was channeled off. Primary volume infused (pvi) was recorded as 11.93ml. ¿ a request was made to the customer to verify if there was a discrepancy between the received devices and the reported devices, but no response was received from the facility. ¿ testing using the alaris system maintenance software, and functional infusion testing observed the suspect pump module operating as expected and without any noted occlusion issues. ¿ the suspect administration set was not returned to for investigation; therefore, it could not be inspected or tested. Pr 8953136 was opened to document the reported issue of ¿bulge/balloon in silicon segment/pump segment/separation with component- no leak.¿ please refer to MFR report # 2243072-2023-01746 and 2243072-2023-01747. ¿ no pump errors or malfunctions were observed on the day of the reported complaint. ¿ inspection of the suspect pump module observed no anomalies that would contribute to the reported complaint.

Event description:
It was reported that the patient was in critical condition with ventricular fibrillation receiving CPR. Amiodarone was infusing for approximately sixty (60) min without difficulty when it began alarming occlusion patient side. The IV was checked several times and the IV flushed without difficulty and other medications were infusing through the same IV without difficulty. It was noted the top of the pump door was not sitting flush. The door was not like this prior to event. The door was opened, and the tubing was found with a large balloon of fluid approximately 10cc at the connection between the white line and the blue connector over the air sensor. When the tubing was removed, the connector fell apart into 3 pieces. It was reported the medication was not infusing properly for 20-40 minutes in which the patient was given mediation via IV push and sent to the cath lab.

Event description:
It was reported that the patient was in critical condition with ventricular fibrillation receiving CPR. Amiodarone was infusing for approximately sixty (60) min without difficulty when it began alarming occlusion patient side. The IV was checked several times and the IV flushed without difficulty and other medications were infusing through the same IV without difficulty. It was noted the top of the pump door was not sitting flush. The door was not like this prior to event. The door was opened, and the tubing was found with a large balloon of fluid approximately 10cc at the connection between the white line and the blue connector over the air sensor. When the tubing was removed, the connector fell apart into 3 pieces. It was reported the medication was not infusing properly for 20-40 minutes in which the patient was given mediation via IV push and sent to the cath lab.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: concomitant med prod data, reason code for no evaluation, if other specify, device eval by manufacturer?, imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Not applicable. Device evaluated by bd.

Event description:
It was reported that the patient was in critical condition with ventricular fibrillation receiving CPR. Amiodarone was infusing for approximately sixty (60) min without difficulty when it began alarming occlusion patient side. The IV was checked several times and the IV flushed without difficulty and other medications were infusing through the same IV without difficulty. It was noted the top of the pump door was not sitting flush. The door was not like this prior to event. The door was opened, and the tubing was found with a large balloon of fluid approximately 10cc at the connection between the white line and the blue connector over the air sensor. When the tubing was removed, the connector fell apart into 3 pieces. It was reported the medication was not infusing properly for 20-40 minutes in which the patient was given mediation via IV push and sent to the cath lab. A copy of the medwatch report from FDA was received, which states, ¿patient was in critical condition, in and out of ventricular fibrillation (v-fib) requiring cardiopulmonary resuscitation (CPR) and cardiac shock. Intravenous (IV) in left antecubital (l ac). Medication (amiodarone) was infusing for approximately 60 min without difficulty. The IV was checked several times and the IV flushed without difficulty. Other medications were infusing through the same IV without difficulty. The pump kept alarming IV occluded, patient side. The pump looked like it was being pried open from the top. The door was not like this prior. The door was opened, and the tubing was found with a large balloon of fluid, approximately 10cc at the connection between the white line and the blue connector over the air sensor. When the tubing was removed, the connector fell apart into 3 pieces. The patient did not receive the lifesaving medication for some time."

Manufacturer narrative:
Correction: describe event or problem, FDA notified?, report source other additional information: age at time of event, age unit, date of birth, report source investigation summary: the reported issue of the amiodarone infusion alarming for occlusion after sixty minutes was not observed in a review of the logs or replicated during testing. The reported issue of the administration set with a large balloon of fluid near the air in line sensor was not determined, as no administration set was returned for investigation. The reported issue of the medication (amiodarone) not infusing properly (occlusion) for 20-40 minutes was not observed in a review of the logs or replicated during testing. The customer reported the incident drug as amiodarone, but upon reviewing the device logs, it was observed that there was no record of an amiodarone infusion being programmed on the reported date of september 13, 2023, or the day before. A thorough review was conducted on all available profiles, and it was observed that amiodarone had not been programmed recently. The device logs were analyzed, and they contained information dating back as far as june 16, 2023. The last observed infusion on the suspect pump module occurred on 12 september 2023 at 10:46 am, the programmed drug was observed as heparin (drug ID 247), with a rate of 9.38ml/h, and a vtbi of 100ml. At 12:04 pm, the pump module was paused and was channeled off. Primary volume infused (pvi) was recorded as 11.93ml. A request was made to the customer to verify if there was a discrepancy between the received devices and the reported devices, but no response was received from the facility. Testing using the alaris system maintenance software, and functional infusion testing observed the suspect pump module operating as expected and without any noted occlusion issues. The suspect administration set was not returned to for investigation; therefore, it could not be inspected or tested. Pr 8953136 was opened to document the reported issue of ¿bulge/balloon in silicon segment/pump segment/separation with component- no leak¿ no errors or malfunctions were observed on the day of the reported complaint. Inspection of the suspect pump module observed no anomalies that would contribute to the reported complaint.

Event description:
It was reported that the patient was in critical condition with ventricular fibrillation receiving CPR. Amiodarone was infusing for approximately sixty (60) min without difficulty when it began alarming occlusion patient side. The IV was checked several times and the IV flushed without difficulty and other medications were infusing through the same IV without difficulty. It was noted the top of the pump door was not sitting flush. The door was not like this prior to event. The door was opened, and the tubing was found with a large balloon of fluid approximately 10cc at the connection between the white line and the blue connector over the air sensor. When the tubing was removed, the connector fell apart into 3 pieces. There was patient involvement, but outcome is unknown.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.